Event description:
Per spontaneous call from pt, cadd legacy pump s/n (B)(4) is giving high pressure alarm when attaching cartridge. It has happened a couple times. This was her backup pump and was not in use, and she did not miss therapy or have any side effects. Sending a replacement pump and she will return malfunctioning pump. No more information given. Reported to (B)(6) by patient/caregiver. Dose or amount: 40ng/kg/min, frequency: continuous, route: IV, dates of use: from (B)(6) 2018 to current, diagnosis or reason for use: pah.